Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a toric lens was misaligned following an intraocular lens (iol) implant procedure. The iol repositioning was performed in a secondary procedure on (B)(6) 2017. The outcome was reported that the patient recovered. In the surgeon's opinion, the causality was not related to the iol, however; the surgeon did not give another reason for the misalignment.